Manufacturer narrative:
(B)(4) tip detachment. Although the device was returned for evaluation a failure analysis of the complaint device has not yet been completed. Upon completion, if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication or the procedure was a tight hilar stricture. While advancing the guidewire through a spincterotome it was difficult to access the stricture as the tip of the guidewire began to fold. The guidewire was pulled back and the spincterotome exchanged for a balloon it was noted that the distal tip of the guidewire detached into the patient's common hepatic duct. Multiple extraction attempts were tried until the tip was removed with a balloon after preplanned dilatation of the low common bile duct stricture. There were no patient complications as the procedure was completed with a different device. The patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication or the procedure was a tight hilar stricture. While advancing the guidewire through a sphincterotome it was difficult to access the stricture as the tip of the guidewire began to fold. The guidewire was pulled back and the sphincterotome exchanged for a balloon it was noted that the distal tip of the guidewire detached into the patient's common hepatic duct. Multiple extraction attempts were tried until the tip was removed with a balloon after preplanned dilatation of the low common bile duct stricture. There were no patient complications as the procedure was completed with a different device. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax segment of the distal tip detached, exposing 2.5cm of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured was noted, the ptfe jacket did not present any anomaly, and the outer diameter of the guidewire was found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited which most likely caused the damage found. Additionally, the presence of adhesive was determined, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.